Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a customer received an occlusion alarm and upon troubleshooting, a malfunction 12 alarm was received. The customer's blood glucose (bg) level was 600 mg/dl and an injection of insulin was delivered to lower the bg to 340 mg/dl. The customer was confident that the bg would return to the target level. After changing the cartridge, infusion set tubing and site, the malfunction 12 reoccurred. The customer reverted to insulin injections to manage diabetes.